Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal procedure in the mitral position. During the procedure, air was introduced into the patient who experienced transient st-elevation followed by an episode of bradycardia and hypotension. Pressure monitoring device was connected to steerable handle. A syringe remained attached to the introducer until guidewire insertion, and the guide sheath handle was elevated during the procedure. The guide sheath (gs) remained empty maximum 1 minute before introducing the implant system (is). When diving through the valve with the implant, to grasp the leaflets, small bubbles were observed in the left atrium (la). Shortly after leaflet capture, the patient exhibited st segment elevation on ECG, followed by an episode of bradycardia and hypotension. The anesthesiology team promptly administered a bolus of arterenol, which successfully resolved the bradycardia and hypotension. The st segment elevation also normalized quickly. Patient was treated successfully and without further incidents. Post-procedure, patient was fully oriented and doing well, with no lasting effects observed. Optimal mitral regurgitation (mr) reduction was achieved.

Manufacturer narrative:
Information added/updated to section b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review and analysis of images h11: additional manufacturer narrative: the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed via air visualized in provided imaging. The implant system and guide sheath used during the procedure were returned for evaluation. No manufacturing nonconformances were found with the returned devices after performing functional evaluations and leak testing. A device history record review was completed, and both devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Potential root causes may include variations in execution of de-airing steps or air introduced from a non-pascal source. However, a root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.